Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The lcd display had no display/no lights. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Unit lights are broken